Event description:
Abutment fractured in dental implant. Fragment could not be removed implant was explanted.

Manufacturer narrative:
Abutment fractured in dental implant. Fragment could not be removed implant was explanted. Dentist should have consulted IFU to prevent this from happen.